Manufacturer narrative:
No product was returned; however, a picture was attached depicting the customer's reported issue. Review of the photo shows that the blood had leaked past the rubber stopper. Although the complaint was confirmed, without an actual sample, no further product evaluation could be performed for this specific complaint. The root cause of the issue couldn't be identified. All materials used in the manufacturing process, as well as all finished goods products are released to market based on approved quality specifications. Incoming and in-process documentation review revealed that all required testing was performed, and the product met established acceptance requirements. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe leaked when drawing blood, it did not create a vacuum, it sucked in air instead of blood, which caused the blood to foam outside the syringe. The event happened during the immediate use of the product. There was patient involvement, and there was no patient harm reported. No medical intervention was required.